Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 02-oct-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the during a pump replacement for normal elective replacement indicator (eri) the patient's catheter was found to be fractured just above the connection to the pump. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The hcp used a 8578 to connect the pump and was able to easily aspirate the catheter. It was noted that the patients dose was greatly decreased and the issue was resolved. No symptoms were reported and the patient was alive with no injury. No further complications have been reported as a result of this event.